Event description:
It was reported that the pump was involved in an overinfusion of a heparin solution. Reportedly channel one of the pump was programmed to infuse at 9 ml/hr to a pt post op from an abdominal aortic aneurysm. After six hours it was discovered that 200 ml had been infused. The pump was removed from use. The pt was observed closely, however no medical or surgical intervention was required.